Event description:
It was reported that (1) tsb35 and (1) tr35b were used during a laparoscopic gastric bypass procedure. It was reported by the rep that the surgeon attempted to fire the device across small bowel but it locked out. Opened another device to complete the case. There was no consequence to pt.